Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged chronic ear infections. In addition, the patient also reported tubes in ears and low oxygen in blood. There was no report of serious patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged chronic ear infections. In addition, the patient also reported tubes in ears and low oxygen in blood. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation manufacturer observed the sd card cover was missing. A cut-like scratch was observed across the top enclosure. An unknown crystallized looking contamination was observed at the rear/inside of the bottom enclosure. Dust-like contamination was observed on the top enclosure, right panel and around the walls of the bottom enclosure a cut-like scratch was observed across the flip lid assembly. A whitish dust-like contamination consistent with mineral deposits was observed inside the water tank. Dust-like contamination was observed on the flip lid assembly and the left panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 12 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid, date received by mfg (rfb), device avail. For eval?, date returned has been updated.